Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient applied a pod to her arm and reported discomfort at the insertion site but kept it in place for a day and a half. When she removed the pod, she observed a yellow lump with pus at the site. Two days later, she attended a scheduled clinic appointment (not emergency) at lonsdale medical centre, where she was diagnosed with a skin infection. She was prescribed fucidin topical cream, and the pod was discarded.